Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our australian affiliates, during implant of a 23mm sapien 3 ultra resilia transcatheter heart valve within a pre-existing non-edwards surgical valve in the pulmonic position using jugular approach, after the valve was implanted, there was subvalvular gradient, and the patient had to be treated with covered stent to provide a landing zone for the second valve to treat the gradient. A second valve was implanted, and the patient was recovering.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: thv deployed inside a non-edwards surgical valve in pulmonic position. Visible waist in frame. Stent implanted inside the deployed thv. Second thv implanted more ventricular. Post dilation performed. Unable to assess gradient with imagery provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, commander with s3ur, australia was reviewed. Warnings include, 'patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. Potential adverse events include, 'valve stenosis'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. The complaint for increased gradients was empirically confirmed based on fcs report. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation or implant site characteristics in general. It may also be indicative of sub-optimal frame expansion, valve size selection or patient-prosthesis mismatch. This can impact valve functionality as blood flow across the valve is obstructed, which can contribute to increased gradients or stenosis. In this case, the sapien 3 ultra resilia valve was implanted in pulmonic position inside a pre-existing surgical valve, which is not an indicated use. The off label implantation may also have contributed to the complaint event. However, due to insufficient information available, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.